Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.1., d.2., d.4., d6a., d.9., g.4., h.3., h.4., h.6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as fold flaw opening. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: crease sharp observed on the device. Wear abrasion observed on the device. Stress mark observed on the device.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.